Manufacturer narrative:
The returned driver tip was examined under magnification. Some evidence of fatigue was present along the fracture surface of the fragment. Broken tip was not returned and therefore could not be evaluated. Geometry of the fracture is consistent with torsional failure. Additional mdrs associated with this event: 3025141-2017-00253: screw.

Event description:
An aculoc 2 plate was being implanted. During the insertion of the screw, the driver broke in the screw head. The broken tip of the driver could not be removed so it was left implanted in the screw head.